Manufacturer narrative:
(B)(6). (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that an ultraflex esophageal ng proximal release covered stent was to be used to treat a malignant stricture in the mid to distal esophagus during a stenting procedure performed on (B)(6) 2019. Reportedly, the patient's anatomy was tight, navigation of the scope was not possible and stricture was dilated using savery dilator to up to 12 cm prior to stent placement procedure. The endoscope was then able to be passed and the stricture was measured to be from 27 cm point on the endoscope to the 33 cm point. According to the complainant, during the procedure, the endoscope was placed at the side to view the stent, the catheter was positioned at 25 cm and the stent was released. However, following deployment it was noted that the catheter had kinked at the distal end of the stricture and did not cross the lesion. Reportedly, the stent was deployed proximal to the intended location. The stent was removed with rat tooth forceps and another ultraflex esophageal stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.